Event description:
It was reported that the coating on the heartmate 3 system controller was peeling off. Tech services was contacted and informed that the coating was peeling, and that there was risk if there was metal showing. The ventricular assist device (vad) coordinator exchanged the system controller. No adverse effects were reported. Log files were not sent, and the patient tolerated the system controller change without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of coating damage to the system controller housing was confirmed via customer submitted photos of the system controller. The submitted photos of the system controller, serial number (B)(6), revealed paint/coating damage to both the front and back of the system controller near the power cable and modular cable connections as well as on the backup battery cover. The system controller was not returned for further evaluation, and no log files were submitted for review. A root cause for the reported event was not conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.